Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and leads were removed due to infection and the ipg site. The patient was treated with antibiotics. The system will be replaced in the future. No further patient complications have been reported as a result of this event.